Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was caller reported that the patient's implant had been off for over 2 years because it never provided relief. Caller mentioned that the patient underwent major back surgery almost 2 years ago and the implant did not help since then. Caller stated that the patient needs to undergo another MRI due to their back pain. For the event date, caller stated over 2 years, sometime in 2023. Agent reviewed information. Emailed MRI eligibility form to the caller.